Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID:(B)(6) (B)(4). It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage (laa) depth was 42mm and laa measuring for amulet device sizing was determined by 2d transesophageal echocardiogram (tee/toe). There was a small pericardial effusion (pe) was present prior to introduction of the delivery system. During procedure the left atrial pressure measurement was14mmhg, atrial rhythm was non-sinus rhythm (nsr) the activated clotting levels (act) were 293s and heparin was administered. The amulet was successfully deployed in the laa. After the implantation, the size of the effusion was increased and a pericardiocentesis was performed. The physician mentioned the cause of effusion was amulet device. The patient was reported discharged.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported the cause of the reported pericardial effusion could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.